Manufacturer narrative:
(B)(4). Evaluation results: death.

Event description:
Pt rec'd a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad during index procedure with no issue reported. However, it was reported that the pt died post implant of the relevant stent. The root cause of the death is unk. Relation between the reported events and the relevant stent or procedure was not assessed.